Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient developed incisional dehiscence at the ipg pocket site. The patient was taken to the operating room and the granulated tissue was excised and the incision was reclosed. The patient was doing well postoperatively.